Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 570 mg/dl. Customer was admitted to the hospital, was treated intravenously with saline and insulin, and was released a day later with the issue resolved and no permanent damage. System check was performed with tandem technical support and the pump was functioning as intended. Customer changed pump supplies and successfully resumed insulin delivery.